Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed low voltage fault and that this device power consumption was increasing in a gradual fashion. Device replacement was recommended or have the device battery status re-evaluated within 90 days. To date, this device remains in service. No adverse patient effects were reported.